Manufacturer narrative:
(B)(4). Device evaluated by MFR:the stent delivery system (sds) was returned for analysis. There were stent struts in the first and proximal rows were bent and stretched. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination of the shaft polymer extrusion profile found a kink with a break 65mm distal to the midshaft bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-may-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the left anterior descending artery. A 2.50x32 synergy¿ drug-eluting stent was advanced to the lesion, however, the shaft got slightly kinked and it failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.